Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's sensor. The father states the device has suspended and is alarming for low. The customer's blood glucose level was 152mg/dl, and their sensor reading was 60mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was completed. The customer was advised on proper insertion sites and calibration timing. The customer is being sent replacement sensor.